Event description:
It was reported the physician questioned change to the packaging for a right ventricular lead, as the helix is not fully retracted out of its packaging. However, the lead was implanted without incident. There has been no report of injury or patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.